Event description:
The customer reported the system intermittently displays a filament regulator failure error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration, and adjusted the 5 volt power supply. System operates as intended.